Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed a breakdown of the skinflap at the implant site. Subsequently, the patient was treated with a topical cream (type not reported); which reportedly resolved the wound. However; at the patient's next clinical visit, it was discovered that the skinflap had broken down once more, resulting in an extrusion of the receiver stimulator. Subsequently, on (B)(6) 2017, the device was explanted. It is unknown whether there are plans to re-implant the patient as of the date of this report.